Manufacturer narrative:
Results - are based upon evaluation of user facility information and the return sample; based upon testing of undamaged sections of the returned sample conclusions - is based upon evaluation of user facility information and the return sample; 71 is based upon testing of undamaged sections of the returned sample the involved device was returned and evaluated. Visual examination confirmed that the wall of the sheath had been ruptured at approximately 150-mm from the distal end; it was confirmed that no portion of the sheath was completely separated or missing; and there is visible evidence that the sheath had been kinked just distal to the area of the rupture. Inspection of the undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and testing confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause for the reported event cannot be definitively determined based upon the available information, the event description and appearance of the return sample are consistent with damage due to injecting the gel foam when the lumen was occluded by the kink in the sheath causing excessive intra-luminal pressure to build-up, which then resulted in rupture of the sheath wall. The potential for such an event is addressed in the warnings/cautions sections of the device labeling by statements including: "when using a drug or a device with the radifocus glidecath, the operator should have a complete understanding of the properties/characteristics of the drug or device and exercise due caution to avoid damage to the catheter; do not exceed the maximum permissible injection pressure; and before starting infusion, verify that the catheter has not been kinked or blocked. Failure to abide by this warning may cause the catheter to break/rupture/separate, resulting in damage to the vessel." All available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that the glidecath "split" during a procedure. Communication with the user facility provided the following information: the physician was reportedly using the glidecath to deliver gel foam during a pelvic embolization case; the catheter was noted to have "split open near the mid-distal portion of the lumen" during the injection of the gel foam; the procedure was completed successfully; and there was no reported negative impact to the patient.